Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim shows a used instrument with a ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found to have a missing component. This was not discovered during a procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.